Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient spouse that the patient's pulse rate is higher then the programmed pacing rate of their implantable pulse generator (ipg). It was also noted that the device is not capturing. Ipg remains in use. No further patient complications have been reported as a result of this event.